Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that during testing at the user facility, air was noted in the tubing distal to the pump with no pump alarm. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.